Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. There were no patient consequences.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. It was also noted that there was rv lead fracture. The physician elected to cap and replace the rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - updated to include the lead fracture that was noted on the right ventricular lead